Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. It was reported "the pump did not dispense as programmed. Pump delivered 9ml and stopped and then they turned it off and on and she stated that the pump delivered 20ml and would not stop until they took the top off. Pump then went into cass mode." There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 19-jun-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number: 20130256, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One cassette without product packaging was received. The cassette did not contain a stock code or lot number information. The associated pump was not returned. After cleaning and disinfection, the cassette was examined in a well-lit area the clear disc was fully and evenly snapped down. There was residue underneath the disc. There were no cracks or breaks on the cassette body. The side smaller of the side tabs was bent outward. The patient and med line tubing were inspected for cuts or breaks. None were observed. The spike connector was securely attached on the medication line. The luer lock connector was securely attached on the patient line. The filter was attached and does not exhibit damage. The spike connector was cut from the medication line and was replaced with a male luer connector to facilitate attachment to a medi-bag, for functional tests. Priming verification of the cassette was performed. The cassette was carefully attached the laboratory model pca pump, with medication bag filled with distilled water. A 20ml bolus was initiated. As soon as the water flowed through the cassette body, leakage was observed. The test was terminated. The cap was removed from the cassette body to show the position of the c-flex tubing in the gears. With the black base plate, gears and tubing still assembled, the pump was again placed in run mode. This was done to show the tubing in relation to the cassette assembly the gear plate and gears were then removed, and the tubing was extracted. A syringe filled with blue water was used to infuse the tubing. This was done to aid in seeing the location of the leak. The leak was located approximately 2.5cm from the patient line connection. The area was examined under magnification. The tubing was abraded and torn. Root cause could not be determined. All information reasonably known as of 08-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.